Event description:
"Pt presents with chest and arm pain with exertion over the last week suggstive of angina pectoris. Pt had coronary angioplasty and ptca with intracoronary stent placement. Findings: severe single-vessel coroanry disease with a 90% irregular lesion in the proximal right coronary artery was stnted with a 4.0 by 33mm hepacoat stent. Pt developed moderate to large hematoma following cardiac catheterization with perclose. Upon exam found hematoma developing below femostop with palpation". The customer was contacted for further info. It was reported that tyhe pt is doing "fine" to date.